Event description:
They were informed that there was a short circuit in the CT system. Due to a faulty circuit in the hospital the circuit breaker did not activate. During pt positioning the relatives reported that they got an electric shock. The pt expired 2 hours after the examination. The hosp mgmt does not think that the pt's death is related to the system.